Manufacturer narrative:
Report number: 1038671-2024-04412 d10 concomitants: a10012 - gps implant kit v2 (B)(6). 310-62-41 - stemless humeral head 41mm x 13mm x alpha (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm (B)(6). 300-62-03 - stemless humeral comp integrip, cage, size 3 (B)(6). 531-20-00 - shldr gps rvrs drill kit (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04412 the revision reported was likely the result of a failed subscapularis as a result of overstretching, which led to tension on the glenoid and subsequent breakage between the pegs/cage and the polyethylene body of the glenoid component. However, this cannot be confirmed because the devices were not returned for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately two years and 11 months post the initial right total shoulder arthroplasty (tsa), the patient presented with subscapularis failure leading to tension on the glenoid component, causing the implant to break at both the central peg and peripheral peg. No parts or pieces fell into the patient wound site. Patient experienced muscle/tendon damage, pain and joint laxity. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.